Event description:
It was reported to boston scientific corp that a resolution clip device was used in an endoscopic clipping of the gastric mucosa for a gastric bleed. Pt's age, weight and gender were not provided. According to the complainant, during procedure preparation, it was discovered that the blue over-sheath grip became detached from the outer sheath. Due to this detachment, it would not be possible to advance the clip from the sheath. The procedure was completed with another resolution clip device without any additional issues. After procedure completion, the staff managed to advance the clip while the device was outside the pt. There has been no report of complications or injury as a result of this event. The pt's condition post procedure is reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.